Manufacturer narrative:
No product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed.

Event description:
It was reported by patient that patient underwent a left hip arthroplasty in 2008. Post-op, she experienced pain and was revised in 2009.